Manufacturer narrative:
Following the investigation, the root cause for the first communication failure cannot be determined. The second shutdown is not failure of the device it is a normal behavior.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted

Event description:
It was reported that during the surgery the system automatically shutdown twice. After each shutdown the device was restarted, the surgery was finished without any more problems.